Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that until approx. 3 months ago the pt had very good benefit with his vibrant soundbridge. Then, those approx. 3 months ago, it happened that the audio processor dropped down and broke into pieces, so that the pt could not use it any longer. Not until (B)(6), 2011 the pt kept a fitting appointment to get a new audio processor. At that session it was detected that he didn't have any benefit from the vibrant soundbridge. Two audio processors were tried, but without success. The audiological examination showed that the hearing thresholds were stable and unchanged. No rtf signal was measureable while testing on (B)(6), 2011. The pt was reimplanted on (B)(6), 2011.